Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that when the md was preparing the procedure it was detected that the guide wire was bent. The md used a new product and finished the procedure without any abnormality.

Event description:
The customer reports that when the md was preparing the procedure it was detected that the guide wire was bent. The md used a new product and finished the procedure without any abnormality.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc set with a guide wire and other various components for evaluation. The end cap was not returned. There was no evidence of use on any of the returned components. Visual analysis revealed that the guide wire contained a kink near the distal end. During normal assembly, the kinked portion of the guide would have been located inside the tubing, protecting it from damage. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. No damage was observed on the guide wire tubing. The kink on the guide wire measured 101mm from the distal tip. The overall length of the guide wire measured 602mm which is within specification of 596mm-604mm per product drawing. The outer diameter of the guide wire measured .81mm which is within specification of .788mm-.826mm per the guide wire product drawing. The guide wire was advanced through the returned ars/introducer needle assembly. Significant resistance was observed due to the kinking; however, the guide wire was eventually able to pass completely through the assembly. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire tubing, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.